Manufacturer narrative:
Continuation of d10: product ID: rs5200, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called back to report that they received a follow up email regarding this event. The patient provided a response to the following question: 1) was the cause of the warming during recharge determined? "Warming was never really an issue for me, I just made a comment about it. It didn't bother me, it was just something that was happening. We were unaware you could change the settings on the device." The patient mentioned that they received the replacement wireless recharger kit and were able to get their MRI.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient's skin got warm for the first couple of weeks as the patient used the recharger to charge their ins. The caller confirmed the patient was not harmed and did not experience any discomfort, but they were caught off guard by the warmth because they didn't realize the recharger would get warm during recharging sessions. The agent reviewed that it is normal to feel warmth during a recharging session, and that the patient could consider setting the charging speed lower if they experience any discomfort. The caller understood. The caller mentioned relevant medical history which included that the patient used the therapy religiously for the first 3-4 months, then their "body started working right" so they no longer needed to use the therapy. As a result, the patient has not had to use the therapy or charge the ins in 1 or 2 years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.